Manufacturer narrative:
(B)(4). The handpiece was received attached to an ace device and with the nose cone cracked. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. No functional testing could be performed due to the nose cone was extremely cracked and in order to disconnect the devices the handpiece nose cone and mount came apart. When the internal components were inspected; the moisture indicator was positive and the acoustic isolator was torn. All wires were found to be disconnected at the mid housing level. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone.

Event description:
It was reported that during a colon procedure, the device gets assembly issue both instrument and handpiece are blocked together. Another device like device was used to complete the case. No patient consequences.